Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified and thus the root cause was unable to be determined. The event can be detected/prevented by following the instructions for use which state: "[inspection of the endoscope] 8.inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1.keep the air/water valve¿s hole covered with your finger. 2.depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
Customer returned the device for evaluation and repair of near focus not working. Event occurred during inspection. Intended procedure was completed. Inspection of devices is performed at the facility prior to a procedure. There is no patient involvement and no reported harm to any patient or healthcare professional. Upon evaluation of the returned device, it was observed that foreign material was clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. This medwatch is being submitted for the reportable issue of foreign material found in the device nozzle during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. Customer provided information on reprocessing of the device. The device is reprocessed in an oer-4. The device was cleaned, disinfected, and sterilized before requesting repair. When the foreign material adhered to the device is not known. It is not known if the device with the presence of foreign material was not used in a procedure. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. The air/water nozzle was flushed with water and air. Information on manual cleaning: there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that foreign material was clogging the device nozzle. This is attributed to failure to clean adequately. Due to clogging of nozzle, water removal ability does not meet the standard value. Other observation for the device: due to damage on charge couple device (ccd), image is not displayed; due to crack on up/down knob, water tightness is lost; adhesive of distal end rubber coating (a-rubber) has a chip; objective lens has a chip; universal cord has a wrinkle; connecting tube has a dent and a wrinkle; due to a scratch on objective lens, flare occurs; forceps channel port is shaved; switch (sw) sw4 has wear; scope connector has corrosion; paint on air/water cylinder is peeled; suction cylinder is shaved; and forceps elevator knob, forceps elevator lever, up/down knob, distal end cover (c-cover), protector of universal cord, scope cover unit, scope cover, switch box, right/left knob, universal cord, grip, control unit, connecting tube have a scratch. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.